Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-28, lot # v048837, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect and it ¿had not worked¿ from 3 weeks after being implanted. The patient went ¿back and forth¿ to the doctor and it was ¿two larger operations¿ on an older gentleman. The patient had to self-catheterize ¿all those years until the end.¿ the indication for use for this patient was urinary dysfunction/sacral nerve stimulation.